Event description:
The device was used during a lap colon procedure. Reportedly, the instrument locked on the tissue. The surgeon was able to remove the instrument without pt injury.

Manufacturer narrative:
02/19/1998- supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.